Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 7/16/24 were unable to be reviewed, as engineering logs from the device are incomplete and dated incorrectly as it appears the device date was not set correctly when starting up replacement ilet. No evidence of device malfunction was found in the available engineering logs. During this period, the ilet was behaving as intended by reacting appropriately to cgm glucose values and appropriately triggering device and cgm glucose alerts. Without correctly dated data for the reported event date, performance of the device during the event cannot be evaluated. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The data from the ilet report in the clinical portal shows prolonged periods of hyperglycemia >400 mg/dl in the days leading up to the reported event date. The report shows a prolonged gap in insulin dosing on the event date, yet the cgm glucose trends in the normoglycemic range suggesting the user was in the hospital at this point and not wearing the ilet. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and available data, it appears the ilet operated as intended. The hyperglycemia leading up to the event was likely caused by an issue with supply changes, possibly failed infusion site or leaking cartridges. However, without more details about the event and the complete and correctly dated engineering logs, the exact assignable cause is unable to be determined at this time.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. The user informed the cds they had received a replacement ilet and had restarted on (B)(6) 2024 without informing their certified diabetes care and education specialist (cdces). Per the cdces, dka events are frequent occurrences for this user. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user reported staying overnight in the hospital and stated their bg was "out of range". The user received professional medical intervention, including ketone testing, but did not report results or what treatment was received. The current user status was reported as stable.